Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was initially performed on july 17, 1998 without incident. Approximately six weeks post procedure, the pt returned with vaginal discharge and vaginal dehiscence of the sling material. The sling was removed on september 16, 1998 without incident. No further info regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Co's follow up revealed this pt had engaged in sexual activity four weeks post procedure. Therefore, co believes this to have been a contributing factor to this event. Co's directions for use outline as potential complications: "the pt must be advised to avoid physical strain, such as heavy lifting for two to three months post operative and physical vaginal activity (sexual intercourse, douching, tampon usage, etc.) For six to eight weeks post operative."